Event description:
Oxygenator that was unable to perfrom due to a blood leak at the vent area of the oxygenator. The leak was severe enough that the unit was not able to oxygenate the pt.

Event description:
Add'l info rec'd from MFR 4/6/01: the hosp reported that 95 mins into the bypass procedure blood was noted to be leaking from the scavenging port. This is indicative of a leak from the fiber bundle. Failure analysis on the returned unit confirmed the problem. A section of hollow fiber was found to have created a path through the urethane from the blood phase to the gas phase of the oxygenator. A possible cause for this problem may have been a fiber trimming error during the mfg process. Mfg will continue to monitor all processes for trends.